Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2019-02539; reference MFR. Report: 1627487-2019-02540.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2019-02539, reference MFR. Report: 1627487-2019-02540. It was reported the patient¿s drg system was no longer functioning due to possible lead fracture. As a result, both leads and ipg were replaced.